Event description:
Adverse event(s): "overcorrection". (Overcorrection). Product problem(s): "none reported" (no info). An optician reports a patient that is overcorrected in the right eye following lasik surgery. Pt records were received, and showed patient received punctal plugs, at 12 days post op. Surgeon's impression, in most recent record note at 27 day post op, states excellent post op course.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4).